Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her left eye (os) on (B)(6) 2009. The patient reported she had lost vision due to the development of a cataract and the icl was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, icl was removed five years after implantation to address cataract development. No additional information is obtained and therefore it is very difficult to determine device causality. A cataract is multifactorial in origin and includes patient factors: genetic predisposition, medical and ocular conditions, exposure to toxic substances or radiation, age, trauma, etc. The literature reports that 6-7% of patients develop a cataract following icl implantation but only in 1-2% progress to clinically significant, especially in high myopes and older patients. The reassessment will be performed when/if additional information is received from the implanting surgeon. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the date of the cataract diagnosis was (B)(6) 2014 and it was a anterior cortical cataract. The icl was explanted on (B)(6) 2014. Cataract surgery was performed and an iol was implanted. Visual acuity post-op was 20/20 and prognosis was excellent.

Manufacturer narrative:
Event date: unk. Explant date: unk. (B)(4) - cataract; vision; (explanted). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).